Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During an in-clinic follow-up, noise resulting in over-sensing was observed on the right ventricular lead. Provocative testing was performed and the lead noise was not reproduced. No intervention has been completed at this time and the patient is stable.